Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is not related to the performance of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Pt was not content with angulation of the implants. Patient demanded to have the implants removed. I obliged and dismissed the patient as a patient.